Manufacturer narrative:
Based on the present information and on previous post marketing reports, we cannot exclude that floseal may have caused or contributed to the formation of granulomas. For a final causality assessment we would need to clarify the following.upon receipt and evaluation of additional information, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information received on 07-jan-2010: patient suffered a reaction to floseal that was given to her during surgery for an ectopic pregnancy on (B)(6) 2009. Patient experienced pelvic pain. A diagnostic laparoscopy showed a pelvic mass, which when biopsied showed a foreign tissue mass with granulomas. Did not have any lot numbers to report. Ob/gyn would like to send her to an allergist for follow-up. Additional information received on 11-jan-2010: surgery performed: (B)(6) 2009. Patient had pelvic pain post procedure. Ultrasound performed and found mass. Went back in and biopsied granulomas tissue in biopsy. Report indicates foreign body giant cell reaction ((B)(6) 2009). Patient had a small amount of bleeding in fallopian tube - floseal applied - nothing else noted. Procedure for laparoscopic removal of tubal ectopic pregnancy. Baxter follow-up medical assessment: the follow up information is a reiteration of the previous information and does not answer the questions of the previous medical assessment. The causality categorization (possibly related) does not change. (B)(6). Additional information received from operative note/documents and surgical pathology reports on (B)(6) 2010: there was still a small amount of bleeding and therefore in order to avoid further cautery to the fallopian tube with potentially increased risk of ectopic pregnancy in the future, floseal was applied and there was no noted bleeding or any redness of the floseal. Copious irrigation was used. Unable to identify other alternative causes for granuloma formation and no histology was performed to evaluate the granulomas. Per surgical pathology report: abdominal wall implant, excision: extensive acute and chronic inflammation with foreign body giant cell reaction. No neoplasia or malignancy identified. Baxter follow-up#2 medical assessment: based on follow-up information floseal has been applied according to instructions for use and excess product has been irrigated (copious irrigation). Gelatin granules have not been identified in histological exam. A contribution of floseal to the granuloma formation can be excluded. (B)(6).

Event description:
Floseal was used in ectopic pregnancy case. After procedure, doctor had to go back in 2x because of granulomas below port sites (doesn't know if this is related to floseal).